Manufacturer narrative:
(B)(4). Concomitant medical products: durom us acet cmpnt 54/48 n item#01.00214.154 lot#2435696. Metasul ldh, head adapter, s, -4, taper 12/14- 18/20 item#01.00185.145 lot#2408136. M/l taper hip prosthesis item#7711-10-40 lot#61158160. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If multiple reports submitted for the event, use following statement: multiple MDR reports were filed for this event, please see associated reports: 0009613350-2022-00301, 0009613350-2022-00304.

Event description:
It was reported that the patient was implanted on left hip and underwent revision surgery approximately ten years post-implantation due to pain and metallosis. Peroprosthetic greater trochanteric fracture and osteolysis were noted during revision surgery attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.